Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone of continuously receiving a failed battery alarm. Customer's blood glucose at the time of call was 142 mg/dl. During troubleshooting it was found that there was a missing prong on battery cap. Customer was advised that battery cap would be replaced.